Event description:
Patient was interrogated and high impedance was observed. Patient had a grand mal and fall in october. The fall is the believed cause of the high impedance. Patient was referred for revision. No known surgery has occurred to date. No additional relevant information has been received.